Manufacturer narrative:
Received one used set #011-h1922-10 connected to a 5% glucose 250ml bag and one used unknown, microclave were returned for evaluation. As received no physical damage or anomalies were observed. The returned configuration was primed at gravity pressure with the glucose 250ml bag, the unknown microclave at the end was removed, no flow was observed, then the pressure was increased and no flow still was confirmed. Complaint of over delivery/fast flow without pump can be confirmed. The probable cause is due to manufacturing error from supplier. The device history report (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a 43 cm (17") transfer set, pur w/clave¿, 10 units where the customer reported that the infusion time was higher than the desired infusion time. The drug infused was irinotecan. The bag was prepared on site. For the infusion of irinotecan, they do not have exact durations because the nurses noticed the decreased flow because an "air occlusion" alarm that was triggered, signaling the presence of air in the tubing. The line was primed to expel the air and infuse at the desired flow rate. No need for medical intervention. There was no delay in therapy, just an extension of the infusion time, therefore a longer consultation for the patient. The patient's condition was unchanged before and after the infusion. No clinical consequences on the patient. The pump used was alaris asena gw. There was patient involvement, no adverse event/human harm.